Event description:
It was reported that the patient experienced a fall that "impacted her right side," while gardening. X-rays were performed on (B)(6) 2012, and indicated that "one of the leads definitely broke." When the patient turned on her stimulation, she would receive "very sharp, high level stimulation" near her kidney. A manufacturer representative was able to adjust the patient's stimulation in order to avoid overstimulation, and "drag" stimulation to the appropriate therapy area. The patient can/could use other electrodes and lead for now. No information was provided pertaining to the intention of revision. It was also noted that the patient had a scar tissue build up and that she had to turn stimulation half way up to feel anything. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information reported indicated that the patient still had concerns and that their refractory stimulation had become worse. They still had to turn their stimulation up to 50-60% in order to feel the "slightest sensation of electricity." The patient was going to make appointments to see their physician or manufacturer representative. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead, model 3776-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Lead, model 3776-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Recharger, model 37752, serial# (B)(4). Programmer, model 37742, serial# (B)(4). Extension, model 37081, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Extension, model 37081, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. (B)(4).

Event description:
Additional information received reported, the patient did not have a broken lead. Fluoroscopy was performed and it had shown one of the two leads had migrated out of the canal. The device was reprogrammed to "eliminate" the migrated lead which was producing discomfort in the upper left extremity. The patient got coverage of the targeted area with the single lead. At another appointment, the device was reprogrammed for further fine tuning and elimination of programs that were ineffective. It was noted the patient had syndrome x and had to increase stimulation to very high levels when she had an "exacerbation."

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that had "refractory stimulation" since a fall on lava while gardening in (B)(6) 2012. It was noted that the electrodes on her right side are "completely broken" per her physician, the company representative, and per fluoroscopy. It was reported that they tried to use the electrodes on the left side to cover the patient's pain and had to have the stimulation on for 50-60% of the time (until they felt stimulation at 10 volts). They also stated that the implantable neurostimulator (ins) did not really help their pain and was complicating their pain syndrome. In addition, the patient stated they had scar tissue at the lead site which was "part of her struggles". Their pain level was a 10 out of 10 on "bad days". They also noted that they have had 4 operations in 13 months. The patient did state that they have had a "great quality of life" with the ins therapy. If additional information is received, a follow up report will be sent.